Manufacturer narrative:
The investigation is ongoing.

Event description:
During validation testing, customer reported that aries sars-cov-2 eua assay called an ICU patient negative that was low-level positive on the genexpert. The aries result was not used for diagnostic testing. The discrepant result occurred during validation testing and there was no adverse event associated. There was no indication of consumable or device malfunction.